Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative and from a healthcare professional regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. On (B)(6) -2017 it was reported that the patient¿s first pump was removed and replaced this past summer. Additional information was received on (B)(6) 2017 from a healthcare professional who reported that the patient had a fall and the pump was moving around in her belly; the pump was displaced. The pump was fine. No further patient complications have been reported as a result of this event.